Manufacturer narrative:
Batch review performed on 01 september 2021. Lot 140327: (B)(4) items manufactured and released on 20-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and the surgeon took x-rays that revealed that the screw from the tibial insert had backed out. The surgeon removed the backed-out screw and revised the poly and tibia 4 years and 8 months after primary. The surgery was completed successfully.